Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify how issue was addressed? Could you please clarify how long was the delay (hours/minutes)? Was there any patient consequence as a result of the procedure being prolonged? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? What were the shape of the deployed staples (b-formed, malformed)?

Event description:
It was reported that during an unknown procedure, the contour stapler and its refill affixed points that didn¿t hold and the anastomosis opened after the shot immediately. All the steps for the product use were correctly applied because the surgeon is a regular user. The surgery was delayed but completed successfully.

Manufacturer narrative:
(B)(4). Date sent: 7/27/2020. D4: batch # t5et7w. Device analysis: the analysis results showed that the cs40g device was received with no apparent damage and with two reloads present. The cr40g reloads (b & c) were received void of staples, with the washers completely cut, drivers exposed and the knife recess below the cartridge deck. The device was tested for functionality with test reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were complete and the staples met the staple form release criteria. The event described could not be confirmed, as no malformed staples were observed and the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.